Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) had a broken sealant sleeve and it did not enter the sheath. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. A retrograde approach was used during the procedure. A 5f non-cordis sheath introducer was utilized. The femoral artery¿s suitability was verified on angiography, including confirmation of the vascular sheath introducer¿s insertion angle (30¿45 degrees). The vessel diameter was confirmed to be greater than or equal to 5 mm. Little vessel tortuosity and little presence of peripheral vascular disease (pvd) or calcium were noted in the vicinity of the puncture site. Hemostasis was achieved using another mynx device. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was open, and a cordis mynx syringe was attached to the unit. The sealant was partially exposed but remained mounted on the delivery shaft. A frayed/split/torn condition was observed to the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. Per dimensional analysis, the catheter working length was verified and measured within the defined specification. The measurement was obtained using a calibrated ruler. A dimensional analysis of the slit could not be performed due to the frayed/split/torn condition of the sealant sleeves. A functional simulated deployment test was performed to evaluate functionality. The unit operated as intended: after aligning the tension indicator by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The sealant deployed properly, and the balloon retracted as expected. Verification of sheath compatibility per the device IFU could not be performed, as the csi was not returned. Additionally, insertion/withdrawal testing with a laboratory sample sheath was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was observed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿sealant sleeves (cartridge assembly)-frayed/split/torn.¿ additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site factors (there was little tortuosity and presence of pvd/calcium within the vicinity of the puncture site), procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, 5f mynx control vascular closure device (vcd) where the sealant sleeve was broken and it did not enter the sheath. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. A retrograde approach was used during the procedure. A 5f non-cordis sheath introducer was utilized. The femoral artery¿s suitability was verified on angiography, including confirmation of the vascular sheath introducer¿s insertion angle (30¿45 degrees). The vessel diameter was confirmed to be greater than or equal to 5 mm. Little vessel tortuosity and little presence of peripheral vascular disease (pvd) or calcium were noted in the vicinity of the puncture site. Hemostasis was achieved using another mynx device. The device will be returned for analysis.